Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, the nurse found that the catheter was broken between the insertion site and the catheter connector. It was further reported that the suture wing was connected to the statlock, but it was detached from the patient skin. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, the nurse found that the catheter was broken between the insertion site and the catheter connector. It was further reported that the suture wing was connected to the statlock, but it was detached from the patient skin. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two piece connector and use residues were evident throughout the sample. A complete break was observed in the catheter shaft within the region of the strain-relief sleeve. Microscopic inspection of the break revealed an irregular, tapered profile. The break surface exhibited a granular fracture surface. An elliptical cross-section was observed in the vicinity of the break. Tactile inspection of the sample revealed severe tensile weakness, necking and material discoloration in the vicinity of the break. The break features and tensile damage were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.